Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, the customer lost consciousness due to bg. Customer consumed carbohydrates in an attempt to address bg. Paramedics provided intravenous (IV) of fluids and medication to further address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.